Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving fentanyl (concentration 900 mcg/ml, dose 215 mcg/day), clonidine (concentration 975 mcg/ml, dose 233 mcg/day), bupivacaine (concentration 28 mg/ml, dose 6.7 mg/day) via an implantable pump for non-malignant pain, degenerative disc disease, failed back surgery syndrome and chronic low back pain. An inflammatory mass was diagnosed on (B)(6) 2015, it was noted that the radiology missed it but they discovered it after and switched from drug to saline. The health care professional asked for a pump off password and an authorization form was sent. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.